Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted unstable and low amplitude measurements which resulted in ventricular undersensing. There was no impact to therapy delivery as a result of the undersensing. After attempts to reposition the rv lead were unsuccessful due to poor measurements, the rv lead was explanted. A new rv lead was successfully implanted with appropriate measurements. No additional adverse patient effects were reported.